Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that pins of a saw blade shaft were broken in the universal oscillating saw attachment. There was not patient harm reported or delay reported.

Manufacturer narrative:
The universal oscillating saw attachment serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that some pins were broken. The product was not repairable, it has not been repaired. Since the product was not under warranty, it has not been replaced.